Manufacturer narrative:
Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for separator not migrating with the incident lot was observed. Additionally, retention samples were selected from bd inventory for evaluation/testing and upon completion, no issues were observed relating to separator not migrating as all samples met specifications. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for separator not migrating with the incident lot was observed. Additionally, evaluation and testing of the retain samples was conducted and separator not migrating was not observed. Root cause description: based on the investigation, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the separator was above the plasma in 5 bd vacutainer® barricor¿ lh plasma blood collection tubes during use after "2045g" centrifugation at "10 minutes". The following information was provided by the initial reporter: "in some barricor tubes (1-2%), separator is above the plasma after centrifugation. The centrifugation protocol is 2045g at 10 minutes."